Event description:
It was reported that during an implant attempt, the patient experienced bradycardia and hypotension when the ventricular lead was deployed and tested. The lead impedance increased from its initial value of 900 ohms to greater than 1300 ohms. An echocardiogram revealed a hematoma and fluid drained from the pericardial space. The patient was admitted for overnight observation and the lead was not implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the proximal segment of the lead was returned and visually analyzed with no anomalies found.